Event description:
The customer reported that the insulin pump alarmed motor error while visiting her husband at the hospital. The customer's blood glucose reading was 138mg/dl. Troubleshooting was performed. Ran a displacement test and the test failed. Advised the customer revert to back up plan until the replacement of the insulin pump arrives. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.